Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient said when they were laying down, "it's kind of high and kind of annoying so I have been going into MRI mode so it turns off but I don't want to have to do that every time I lay down". They said this had been happening since december or january. They were on group a, and adaptivestim was not enabled. The pt was in the sitting position and on setting 1 at 5.4v which was where they wanted it. They laid down and lowered the stimulation to 0.0v and still felt the uncomfortable stimulation. They went into setting 2 and lowered it from 5.8v to 4.6v and said it's comfortable. They went into setting 1 and put it at 3.6v and then went back to setting 2 and lowered it to 4.2v and said it felt a lot better. The pt stood up, and the stimulation changed automatically after 13 seconds when they stood up, and laid down, and it did change back down after 15 seconds. The pt was satisfied with this. The pt requested a list of hcp listings as their old hcp has left. The agent emailed hcp listings to the patient. The pt mentioned that a potential side effect of the stimulation was that "I thought maybe I was having a prostate problem, and I talked to my hcp and told him I think it might be stimulating so high when I am sleeping so that it "could be overacting my bladder because I have to use the bathroom a lot when sleeping". The pt said they were going to see if this new adaptive stim setting helped with this issue, otherwise they would follow up with the hcp.